Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. (4.3.4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer uses cold insulin to fill cartridge. The customer's blood glucose reached 116 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.